Event description:
(B)(4). Same case as 2134265-2012-06797. It was reported that post a coronary artery stenting treatment procedure, restenosis occured. A restenosed lesion located in the proximal right coronary artery with reference vessel diameter of 3.50 mm, a length of 35.0 mm, visually 90% stenosis was treated with pre-dilatation, placement of a 3.50x28 mm taxus liberte stent and a 3.50x12 mm taxus liberte stent without a gap. Post-dilatation was not performed. Residual stenosis became visually 0% and timi flow remained at 3. A lesion located in the distal left circumflex was treated with a non-bsc stent. The patient was discharged without complications on aspirin, ticlopidine hydrochloride, and pletal. In (B)(6) 2012, coronary restenosis was confirmed by coronary angiogram. A lesion associated with no ischemic symptoms located in the proximal right coronary artery with 75% stenosis was treated with coronary artery bypass grafting (CABG) including let internal thoracic to left anterior descending aorta-saphenous vei graft-obtuse marginal, and aorta-saphenous ven graft-4th posterior descending 4th atrioventricular. The patient was discharged 19 days post procedure. However, it was reported that "the CABG seems to have no associations with taxus liberte stents and the index procedure because the rca had been treated with pci multiple times and high grade stenosis were also present in the lad and lcx".

Manufacturer narrative:
Device is a combination product. Patient date of birth: (B)(6). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).